Manufacturer narrative:
The device was inspected and determined the intermittent image was due to a faulty patient board. The part was replaced and unit passed all functional testing. The device was returned to asset management for distribution. Olympus will continue to monitor complaints for this device.

Event description:
Asset was returned to olympus. Upon inspection it was determined that device had intermittent/no image.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: it is presumed that the device had been in place for more than 9 years since manufacturing, and that the event occurred due to a failure of the patient substrate due to long-term use. When the patient substrate fails, the image signal from the scope cannot be received correctly, so the phenomenon that the endoscope image cannot be imaged and the phenomenon that it becomes unstable occur.